Manufacturer narrative:
No parts were replaced. -no parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, both monitors of the navigation system turned black during navigation. A message saying internal error was displayed. The issue was resolved when the system was shut down and rebooted. The surgery was completed with the use of navigation. There was a delay of less than 1 hour to the surgery. No impact on patient outcome.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. A medtronic representative went to the site to test the equipment. The representative reported that they were able to replicate the reported issue, and when the navigation system was restarted that the issue did not reoccur. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.